Event description:
It was reported that was reported that the patient would select a certain group on their patient programmer and then they would walk around and feel the stimulation change. When they would check their implantable neurostimulator (ins) with the patient programmer a different group would be active (e.g. They activated group a, but group d is showing active). It was confirmed that the check was showing in the box next to the group when the patient looked at their display. It was not known when the issue started, nor how often it occurred. The patient reportedly would check their system with the patient programmer and notice an issue with the appropriate group not being active because they would experience a change in stimulation. It was later reported that the patient could not get this issue to occur again.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).